Manufacturer narrative:
Gilfrich, christian & may, matthias & fahlenbrach, claus & gunster, christian & jeschke, elke & popken, gralf & stolzenburg, jens-uwe & weibbach, lothar & zastrow, christoph & leicht, hanna. (2020). Surgical re-intervention rates after invasive treatment for lower urinary tract symptoms due to benign prostatic syndrome: a comparative study of more than 43,000 patients with long-term follow-up. Journal of urology. 205. 10.1097/ju.0000000000001463.

Event description:
It was reported to boston scientific via an article published in the journal of urology that a retrospective non-randomized study was conducted using the claims data of germany's largest provider of statutory health insurance (aok). The study was conducted to compare the reintervention rates of patients who had undergone 1 of 4 different methods of treatment for benign prostatic obstruction (bpo). The procedures were conducted at 516 different hospitals in germany. One of the methods that was reviewed was photo selective vaporization of the prostate (pvp) procedure. A total of 3,050 patients underwent initial pvp treatment between 2011 and 2013. Review of the data found that 380 patients who had undergone pvp required reintervention within 5 years due to experiencing lower urinary tract symptoms (luts). Additionally, 204 patients who had undergone pvp required reintervention within 5 years due to either urethral stricture (ur) or bladder neck contracture (bnc). It was noted that 704 of the patients who underwent pvp were not able to be followed for the 5 year follow-up period due to death. The cause or reason for the patient's deaths was not provided. This report is for the deaths.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Boston scientific concludes based on the literature information that there was no report of a device performance allegation. Based on medical review assessment, the publication noted that 704 patients out of 3,050 patients died during the study's 5 year follow-up period following the greenlight procedure. Based on the medical director's assessment of the publication including the patient's comorbidities (diabetes, cardiovascular disorders e.g. Congestive heart failure, cardiac arrhythmias, coronary heart disease, prior stroke or cerebral hemorrhage, and antithrombotic medication), chronic renal failure, chronic pulmonary disease, and obesity, along with the geriatric patient population (mean patient age 72 years), additionally there is no information regarding the cause of death or how long after the greenlight procedure, therefore; the deaths reported in the article are unlikely to be related to the device/procedure. Had the authors felt the deaths were a consequence of the greenlight procedure, this would have been reported as a device/procedure-related adverse event, rather than a general patient outcome. However, the exact cause that contributed to the reported symptoms leading to death cannot be established with the limited information available in the article gilfrich, christian & may, matthias & fahlenbrach, claus & gunster, christian & jeschke, elke & popken, gralf & stolzenburg, jens-uwe & weibbach, lothar & zastrow, christoph & leicht, hanna. (2020). Surgical re-intervention rates after invasive treatment for lower urinary tract symptoms due to benign prostatic syndrome: a comparative study of more than 43,000 patients with long-term follow-up. Journal of urology. 205. 10.1097/ju.0000000000001463.

Event description:
It was reported to boston scientific via an article published in the journal of urology that a retrospective non-randomized study was conducted using the claims data of germany's largest provider of statutory health insurance (aok). The study was conducted to compare the reintervention rates of patients who had undergone 1 of 4 different methods of treatment for benign prostatic obstruction (bpo). The procedures were conducted at 516 different hospitals in germany. One of the methods that was reviewed was photoselective vaporization of the prostate (pvp) procedure. A total of 3,050 patients underwent initial pvp treatment between 2011 and 2013. Review of the data found that 380 patients who had undergone pvp required reintervention within 5 years due to experiencing lower urinary tract symptoms (luts). Additionally, 204 patients who had undergone pvp required reintervention within 5 years due to either urethral stricture (ur) or bladder neck contracture (bnc). It was noted that 704 of the patients who underwent pvp were not able to be followed for the 5 year follow-up period due to death. The cause or reason for the patient's deaths was not provided. This report is for the deaths.